Event description:
Femoral insertion, elderly pt. About 40 minutes after placement, pt became distressed. Temperature rose to 38c, bp dropped to 84/40, sats dropped to 92. Pt thought to be septic. Pt was stabilized and line was left in. Pt is ok and line was due to be removed 6 days after the event date.